Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging between 275-350 mg/dl. A correction bolus was delivered and a manual injection was administered to address bg. A system check was performed and air bubbles were observed.